Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states there is a crack on the base frame where the seat post attaches at the weld.